Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.1 pocket b1 was failed and not recoverable. A field service engineer (fse) tested the drawers in the hardware test application, where all pockets in row b appeared greyed out. The drawer was then disassembled by removing all pockets, at which point foil debris was found on the row board contacts. The debris was removed, all pockets were reinstalled, and the drawer was thoroughly retested, with all pockets functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket would not eject and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.